Event description:
Customer reported issue with touchscreen responsiveness as the pump screen froze and was unresponsive. There was no adverse impact to the customer¿s blood glucose level. The customer successfully performed a pump reset with the assistance of technical support, which resolved the issue, allowing interaction with the pump screen.